Manufacturer narrative:
Continuation of d10:  product ID d-evolutfx-2329 (lot: 0012117257); product type: 0195-heart valves product ID evolutfx-26 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2024 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the patient had a failing mosaic valve and was symptomatic with aortic stenosis (as). Pre-procedural echocardiogram showed a mean gradient (mg) of 42mmhg and a pressure volume (pv) of 4.3m/s. The devices were inspected prior to use. Transcatheter aortic valve replacement (tavr) valve-in-valve was performed without issue. The valve (j144206) had a post-implant mg of 12-14mmhg, therefore a post-implant balloon aortic valvuloplasty (bav) was performed using a 24mm bard non-compliant tru balloon. Two inflations of 12-15 seconds were performed with an indeflator inflation device. After the post-implant bav, the mg was unchanged. The team decided to fracture the mosaic valve using a 26mm tru balloon. During the fracturing there were three inflations. During the first inflation, the balloon migrated to the left ventricle (lv) and the bav was aborted. During the second inflation, the balloon migrated above the annulus. During the third inflation the mosaic valve was successfully fractured. Upon assessing with transesophageal echocardiogram (tee), central aortic insufficiency (ai) was seen and a torn leaflet was suspected. A second evolut valve (j165280) was implanted, with a post-implant mg of 6mmhg. No further int ervention was performed. The patient was hemodynamically stable throughout the procedure and no procedural delay occurred. No additional adverse patient effects were reported.